Event description:
Rep reported that the pt had a chpv implanted in 2009 and set at 90mmh2o. She then went in for an MRI and the shunt was stuck on 40mmh2o. It was attempted to program the valve using another programmer and a super magnet. The pt was reported as having bad headaches since the MRI, and as a result of the inability to reprogram the valve, the device was revised.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met spec requirements when released to stock. At this time, the complaint is considered to be closed. Trends will be monitored for this and similar complaints.